Event description:
The customer returned the device stating, ¿the hinge and housing had cracked¿; during device evaluation it was found the downstream occlusion seal was lifting. The event occurred during testing.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the hinge and housing had cracked" was confirmed through visual inspection. The units rear housing had a crack near the rear hinge or the body of the unit. Replaced both front and rear housing and all its components. The probable cause was drop or force. Further inspection found the downstream occlusion (dso) seal was lifting. Once removed the dso seal was contaminated. Replaced the dso sensor or seal and calibrated. Updated software to the latest version and reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.